Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was no atrial capture and a history of possible undersensing of af (atrial fibrillation) waves. It was noted that at the time of original implant there was no electrical activity in the right atrium, so the lead was positioned in the left atrium with acceptable thresholds, but now the only thing sensed by the atrial lead was the paced qrs complex. It was also reported that there was r-wave undersensing and inappropriate ventricular pacing seen during an automatic sensing test. The ventricular sensing polarity was changed to unipolar and the lead remains in use. The atrial lead was capped. No patient complications have been reported as a result of this event.